Event description:
It was reported that the ventricular assist device (vad) exhibited multiple high watt alarms, above normal power consumption and vad stop alarms along with controller vad disconnect alarms and power disconnect alarms associated with two batteries. It was also noted that the revolutions per minute were jumping around quite a bit. The patient was subsequently transferred to the hospital. The patient did not present any obvious or clinical signs that would indicate, or suspect pump thrombus and lab tests did not provide any indication or sign of increased lactate dehydrogenase (ldh) levels but perhaps the infection parameters have the tendency to be slightly increased thus, the patient was kept for observation and lab test control. Of note, the patient was pulsatile, and their blood pressure was good however they were a bit tachycardic. The following day, the vad power and flow were normal, and a computerized tomography (CT) was scheduled to look at the driveline as there was a palpable lump under the skin. Lab results showed elevated c-reactive protein (crp) and white cell count (wcc), no cellulitis, nil grown on recent swab, and ldh level 232. An acoustic analysis revealed that a vad buzz was heard with no additional sound. The vad, controller and batteries remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, model#: 1650, catalog#: 1650, expiration date: 31-march-2019, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaulated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 05-march-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model#: 1650, catalog#: 1650, expiration date: 30-june-2019, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-june-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿controller, model#: 1420, catalog#: 1420, expiration date: 30-june-2021, serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 25-june-2020, labeled for single use: no, (B)(4). Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)), one controller ((B)(6)), and two batteries ((B)(6)) were not returned for evaluation. Review of the controller log files revealed consistent power consumption above the normal operating range for the past 14 days leading up to 07-jun-2022, followed by a slight increase in power consumption beginning on 07-jun-2022. Review of the alarm log file revealed 36 high watt alarms, three vad disconnect alarms, and four power disconnect alarms were logged on 07-jun-2022. The high watt alarms on 07-jun-2022 were logged between 06:23:04 and 23:50:02 including spikes in power consumption above 25 watts. The power disconnect alarms were logged at 10:40:01, at 13:42:00, at 13:48:05, and at 13:49:52 involving (B)(6) and (B)(6). During the power disconnect alarms at 10:40:01, at 13:48:05, and at 13:49:52, safety alert word (saw) values were recorded indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in the power disconnect alarms. The vad disconnect alarms were logged at 11:49:12, at 13:39:51, and at 15:07:23. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates t hat a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering vad disconnect alarms, even if the driveline was still physically connected to the controller. In addition, log files revealed spikes in power consumption above 36 watts were logged at the time of the vad disconnect alarms. Review of the alarm log file then revealed an additional high watt alarm was logged on 08-jun-2022 at 05:56:13 with a spike in power consumption above 57 watts. As a result, the reported high power, high watt alarms, power disconnect alarms, vad disconnect alarms events were confirmed. The reported "vad buzz" event could not be confirmed. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, an inappropriate pump rotational speed, and/or patient related factors. Based on the available information, the most likely root cause of the reported power disconnect alarms can be attributed to, but not limited to a physical disconnection of a power source and/or due to the increased power consumption required by the pump running at high power, drawing more current from the battery and resulting in overcurrent protection enabled by the battery. Possible causes of the reported vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the risk documentation, the reported ¿vad buzz¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Information received from the site indicated that the patient was pulsatile, and their blood pressure was good however they were a bit tachycardia. The following day, the vad power and flow were normal, and a computerized tomography (CT) was scheduled to look at the driveline as there was a palpable lump under the skin. Lab results showed elevated c-reactive protein (crp) and white cell count (wcc), no cellulitis, nil grown on recent swab, and ldh level 232. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial # (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6), h3: yes h6: img code(s): g0200701 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.